Manufacturer narrative:
H.6. Investigation: one photo and three samples were provided to our quality team for evaluation. Based on the photos, we were not able to identify and issues related to the injector. The product was evaluated, connecting the injector to a spike set with a phaseal connector. In all cases, liquid flowed without issue. Testing is performed throughout manufacturing according to procedure to ensure the quality of the device. As the injector lot information was not provided, a device history review could not be performed. Based on the investigation results, we were not able to identify a root cause related to the injector. It is believed this incident occurred due to an incomplete connection. Recently the shape of the connector on the tubing was changed in shape to allow for a more secure connection. A device history review for the spike set was performed and no issues were identified.

Event description:
It was reported that the line was occluded with a bd phaseal¿ injector luer lock n35c0. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: customer complained that n35 or the line was occluded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the line was occluded with a bd phaseal¿ injector luer lock n35c0. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: customer complained that n35 or the line was occluded.